Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As reported by a male consumer, he developed a corneal ulcer in the right eye (od) due to the contact lenses. The male consumer has worn the lenses for years without issue. However, the consumer indicated that the last order of lenses has caused irritation to the iris in the od, hazy vision and headaches resulting in a visit to the eye care professional (ecp). The consumer was diagnosed with a corneal ulcer by the ecp. The consumer was prescribed an unspecified steroid drop (dosage and duration unknown) and the symptoms have since resolved. The event occurred over 4 weeks ago. The consumer reported to prematurely discarding several pairs of lenses due to "smudge on lens" that remained following manual cleaning and while cleaning with an unspecified solution. Additional information has been requested, but not yet received.